Event description:
This report summarizes 4 malfunction events in which the device reportedly had a decrease in pressure. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 4 previously reported events are included in this follow-up record. Product return status 4 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly had a decrease in pressure. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was originally reported for this failure mode during the reporting quarter; however, 3 events were inadvertently excluded. 4 reported events are included in this follow-up record. Product return status: 2 devices were received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 4 malfunction events in which the device reportedly had a decrease in pressure. 4 events had patient involvement; no patient impact.